Manufacturer narrative:
No information about return of device.

Event description:
Roi-c : awl malfunction + bent anchor per-op. When the surgeon used awl, he said it did not go deep enough and patient had very hard bones. When he put the anchoring plate in, the plate bent and could not be used. He then had to remove the anchoring plate and implant. Surgery completed with other devices : longer starter awl ; longer anchoring plate; larger cage.. No incident after surgery. No harm to the patient. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report; MFR site, report source; if follow-up, what type; device evaluated by MFR were updated. No product received. No examination could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to the r&d project manager, information received did not allow to make a valid conclusion on the root cause. Several hypothesis could be made: incorrect product assembly, non respect of the axis of the disc/instruments. The cause for the device issue is unknown. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.